Event description:
It was reported that during a tonsillectomy procedure using coblator ii surgery system and an evac 70 xtra arthrowand, the surgeon alleged that energy transferred from the wand to the clamp then to the interior portion of the lip. This resulted in a minor patient burn affecting only the inside of the lip. The procedure was completed without delay utilizing the same wand. There was no further patient complications reported as a result of this event.